Event description:
A patient experienced increased seizure activity, including a 25-minute seizure that was unusual for him. The prolonged seizure required ER evaluation and increased seizure medication. The increase in seizures prompted a semi-urgent follow-up visit for vns evaluation. Upon interrogation of the vns, the physician observed an intensified follow-up indicator on the patient's generator. The generator showed no warning messages upon interrogation at a clinic visit 4 months prior. The physician believed that the increased seizure activity was related to the low battery status of the generator. The patient underwent generator replacement surgery. The explanted device has not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
Preoperative diagnostics from the date of explant were within the normal limits, per the company representative who attended the surgery. Analysis was approved for the returned generator. The final data was downloaded from the generator and reviewed. No anomalies were identified in the programming data. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received for analysis, but product analysis has not been approved for the device to date. No additional relevant information has been received to date.